Event description:
Device "not delivering the correct dose". During routine preventative maintenance testing by the user facility, the device was programmed to deliver at a rate of 99.9ml/hr; however, the device reportedly infused at a rate of 900ml/hr. Delivery accuracy for this device requires delivery of +/-5% of the set amount. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.